Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a power error. Customer blood glucose value was 10.1 mmol/l. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer also reported that the insulin pump error recurred with a week of troubleshoot. Troubleshooting was assisted. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the unit alarmed pump error 25. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.